Manufacturer narrative:
Field change.

Event description:
It was reported that the patient experienced stricture with the cuff of an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff was explanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.

Event description:
It was reported that the patient experienced stricture with the cuff of an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff was explanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.